Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator had long charge times. The vibratory notifier was delivered; however, the patient was not connecting to the home monitor. A manual charge was performed but was unsuccessful. The device was explanted and replaced on (B)(6) 2020. The patient was stable post-procedure.